Manufacturer narrative:
The customer was given part information for a replacement internal paddle set. The customer was informed of part availability and will ship once the part becomes available.

Event description:
It was reported to philips that the device's internal paddles were not functioning. There was no reported patient involvement/adverse patient impact.